Event description:
It was reported that the ring that holds the holding sleeve to the driver broke off. It is unknown how or when the sleeve got broken. The break was noticed in the instrument room. There was reportedly no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. While the nature and behavior of the failure can be hypothesized fairly accurately, the insufficiency of the information within the complaint description makes it impossible to determine whether or not failure occurred as a result of normal use. Therefore, since the specific techniques utilized during failure were neither reported nor observed, the complaint must be rendered indeterminate. The product was made to print and was functional through acceptance at synthes. Parts conformed to specifications at the time of manufacturing. The suppliers certifications indicate the correct materials were used and correct hardness values were obtained. Without the end cap available for review, it is impossible to determine the validity of this complaint. Based on the specifications at the time of the original manufacturing, on fact that the instrument returned was missing the end cap and on the evaluation performed by magnum manufacturing center, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)